Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the suturing device fractured. The correct surgical technique was used, and an alternate device was used to complete the procedure successfully. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed as the device was returned, and the needle is fractured. Visual examination of the returned device identified that the device had been cycled one (1) time and that two (2) blue anchors remained inside the needle tip. The tip of the needle has fractured. Fracture analysis has been previously analyzed in an internal technical report where bending overload was identified as the mode of failure. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.